Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the operator valve was defective. Additional malfunctions were sieve beds were saturated, tie wraps are leaking and the 4 way valve was defective.